Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that the customer was hospitalized for high blood glucose levels. The mother reported a blood glucose reading of 528 mg/dl during the call. The mother didn't have the insulin pump with her at the time of the call. No troubleshooting was performed. Nothing further was reported.